Manufacturer narrative:
The user reported differences between the bgm and cgm system. They also mentioned that they were taking doxycycline when the discrepanices occurred. Escalation analysis indicated that bg values met sg trends well, with occasional differences due to lag between sg and bg inherent to the sensing technology. It was also observed that some calibrations were entered during rapid change. Customer care educated the user on medication guidance, indicating that medications in the tetracycline class, including doxycycline, may impact sensor glucose readings and that cgm values should not be relied upon while taking these medications as indicated in the eversense user guide. They also advised the user to continue using the system and to calibrate as requested. Per dms review, the system was being used with information up to date.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported. This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria.